Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient does not respond to sound and has not made any progress with the device use. It was also reported that the patient developed an infection with purulent discharge (site of infection not confirmed) and subsequently was treated with antibiotics (type, date and duration not reported) and underwent ear canal cleaning procedure (date not reported) to clear infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.